Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a blood glucose level over 600 mg/dl due to an infusion set coming apart at the quick release. Customer also reported a similar event in which his blood glucose level rose to 545 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.